Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently reset unexpectedly multiple times. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The reported issue was confirmed and an additional issue was found.